Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare provider reported a right side implant removal from textured to smooth due to the concerns of the product. Healthcare provider additionally reported "breast distortion and pain, secondary to excess scar formation, capsular contracture grade IV." "Patient pain and distortion were due to excessive scar formation surrounding the implant." The device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Anxiety-product-procedure: unable to observe since it is not related to the device.

Event description:
Healthcare provider reported a right side implant removal from textured to smooth due to the concerns of the product. Healthcare provider additionally reported "breast distortion and pain, secondary to excess scar formation, capsular contracture grade IV." "Patient pain and distortion were due to excessive scar formation surrounding the implant." The device has been explanted.